Event description:
It has been reported that two abutment screws have fractured inside the implants. The surgeon had to perform an addl surgical procedure to remove the abutment screws from the implants. The implants are still in the pt's mouth. Pt injury has not been reported.